Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increase the chances of wound infection.

Event description:
It was reported that following prolapse repair procedure in 2007, the patient returned to the doctor's office approx three months later complaining of severe pain, continuous vaginal discharge and very foul odor. The doctor did not think the patient had an infection but prescribed antibiotics as a precaution. The following day, the patient went to the emergency room. Blood work and a culture were performed. The patient was diagnosed with a suprapubic nodule. On the next day, the doctor made an incision and drained the nodule in his office. The following month, the patient returned for a follow-up visit stating that part of the biomesh came out on its own. The following day, the patient pulled out her drain while changing the wound dressings and noted that the biomesh was visible. The doctor is waiting to see if the wound will heal. The doctor used 2-0 vicryl sutures with a continuous stitch during the initial procedure. Lab results have not been received by the doctor as of a week later. The doctor stated that he would not provide the manufacturer with any additional information.